Event description:
Customer was hospitalized for diabetic ketoacidosels. Physician believes that the pump is not working. Troubleshooting was performed and pump programming and function appeared to be normal. Customer stated that the physician ran prime on the pump and insulin did exit and no further troulbeshoot were performed.